Event description:
Healthcare professional reported a right side deflation and implant was "folded up on itself". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a fold crease, wear abrasion, yellow particles and an opening. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and implant was "folded up on itself". Device has been explanted.